Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had no rewind anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were changing out the infusion set and could not get out of the rewind process. The customer's blood glucose level was 304 mg/dl. The insulin was squirting out during the manual prime process. The customer stated that the insulin continued to drop after the motor stopped during the manual prime process. The rewind message occurred after an alarm. The customer was stuck in the rewind complete and bolus delivery loop. Troubleshooting was performed and the customer was still stuck in the rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.